Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary catheterization on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath (unk model). A pre-procedure femoral angiogram showed no evidence of calcium in the vicinity of the puncture site. Following the procedure, the physician who is a trained user of the mynx chose the mynx cadence for femoral arterial closure. It was reported that the physician shuttled down, he pulled the sheath back to withdraw it from the tissue tract. However, the shuttle would not come back and appeared to be stuck. The physician deflated the balloon and removed the device as a hole. The physician converted the pt to 15 mins of manual compression and hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. A CAPA will not be issued as the device was not returned for investigation and a cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon their successful completion of lot release testing and a documentation review by the quality dept. Review of design/process (B)(4) continued that the reported failure mode is identified in the risk mgmt document.